Event description:
A journal article was reviewed which contained information regarding leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that there were patient deaths, with no cause of death indicated. Additional lead failure modes were noted as: impedance change, sensing/noise, high thresholds, perforation, dislodgement, and ¿unknown¿ mechanism. The status of the leads is unknown. Further follow up did not yet yield any additional relevant information regarding the event. The cause of death has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. The date of death is purely an estimate, as there is no specific allegation of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is 64-66 years old. Possible models could include the 6949, 6935, and 6947. Multiple manufactures were referenced in the article. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. It was not designated which models had the deaths. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patients; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: longitudinal follow-up of implantable cardioverter defibrillator leads. American journal of cardiology. 2014;113(1):103-106. (B)(4).